Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings and stopper groove for defects and none were found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles in it. Customer stated that the pump is showing she is receiving the insulin but it is just not seeming to be working. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.